Manufacturer narrative:
(B)(4)

Event description:
High ra lead impedance was noted. The lead was explanted and no new lead was implanted. The patient is in good condition following the procedure.

Manufacturer narrative:
A complete lead was returned for analysis. Visual examination of the lead found clavicle crush damage distal to the suture sleeve tie mark. Destructive analysis found the inner insulation damaged in this region. The exposure of the inner coil at this location was most likely the cause of the complaint reported from the field. All other damage observed is consistent with that occurring at the time of explant. Electrical testing did not find any indication of conductor fractures.